Event description:
It was reported that back in (B)(6) 2015 the patient was not responding well to vns therapy as her seizures were worsening in frequency. This led the office to believe that possibly the patient's battery was depleting and could be a contributing factor. The patient's baseline level of seizures was not known by the physician's office. The patient's device was explanted on (B)(6) 2015. Product analysis found no issues with the explanted device and the battery was not near end of service. It was indicated that since the patient's device was replaced she has not called back into the office and the nurse indicated that this likely means that the replacement has helped improved her seizures. This was all the information that the physician's office was able to provide.